Event description:
Reportedly, on (B)(6) 2014, when the subject device was interrogated after have being used the « paceart export » feature, the session language switched from (B)(4) and the user had to choose manually the (B)(4) language. This behavior was reproducible with other devices too in the same conditions (device interrogation and /or files review after using the « paceart export » feature). Analysis confirmed that the reply programmer¿s current language switches to (B)(4) when paceart export feature is done. Consequently, the user has to manually restore the proper language in reply programmer. It is a smartview version 2.40 limitation.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2014, when the subject device was interrogated after have being used the « paceart export » feature, the session language switched from german to english and the user had to choose manually the german language. This behavior was reproducible with other devices too in the same conditions (device interrogation and /or files review after using the « paceart export » feature). Analysis confirmed that the reply programmer¿s current language switches to english when paceart export feature is done. Consequently, the user has to manually restore the proper language in reply programmer. It is a smartview version 2.40 limitation.